Event description:
I met with representatives from sona med spa off of (B)(6) on (B)(6), to discuss the cooling sculpting procedure. After discussing the procedure with them, I was told I was a great candidate for the procedure and that generally there is a 20 - 25 percent reduction in fat each time you do the procedure. That turned out to be untrue. I scheduled treatments and I have continued on my same workout routine and nutrition. After 6 treatments and waiting 120 days, there were no "noticeable and lasting results." In fact there were no results and no changes to my body at all. This company deliberately made deceptive promises about the expected outcomes from the procedures, and simply did not deliver. At best, there were misrepresentations made by over-eager sales staff at the facility. At worst, they represent unfair and deeply deceptive practices that affect not only me, but many other patient-consumers and the cool sculpting procedure does not work. I do not understand how the FDA would approve a treatment that simply does not work.